Manufacturer narrative:
(B)(4). Subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine instrument inspection that the depth gauge needle had broken off and the screw inserter tip had broken off. It is unknown when these instruments were damaged but there was no report of any patient or surgical involvement. This report is 2 of 2 for (B)(4).